Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.